Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty procedure was being performed. Vascular access was obtained via the radial artery. The target lesion was located in the moderately calcified and moderately tortuous distal left anterior descending artery (lad). This 38 x 2.50 promus premier select drug eluting stent was advanced and was successfully deployed. After post dilating the lad, an edge dissection was found at the proximal portion of the stent. To cover the dissection a 3x24mm promus premier select stent was deployed proximal to the 1st stent, overlapping it and covering the edge dissection. The procedure was successfully completed. No further patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device is combination product. Implant date updated. Lot number updated from unknown to 0023218364. Expiration date updated from unknown to 01/14/2021. UDI update from unknown to (B)(4). Device manufacture date updated from unknown to 01/15/2019.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty procedure was being performed. Vascular access was obtained via the radial artery. The target lesion was located in the moderately calcified and moderately tortuous distal left anterior descending artery (lad). This 38 x 2.50 promus premier select drug eluting stent was advanced and was successfully deployed. After post dilating the lad, an edge dissection was found at the proximal portion of the stent. To cover the dissection a 3x24mm promus premier select stent was deployed proximal to the 1st stent, overlapping it and covering the edge dissection. The procedure was successfully completed. No further patient complications were reported and the patients status is stable.